Manufacturer narrative:
H10. Additional manufacturer narrative: supplemental report submitted to include product evaluation and DHR. The device was returned for product evaluation and the customer report of stenosis was confirmed through observed host tissue overgrowth. As received, leaflet 3 was in the opened position and was able to be pushed back into closed position when probed. The x-ray demonstrated wireform intact and minimal calcification on leaflet 1. Thrombotic-like material was observed on the outflow aspect of the leaflets and stent circumference. All three leaflets were thickened and swollen near the commissures. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflets 1 and 3 on the inflow aspect and exposed the wireform. Wireform was also exposed on commissure 1. Multiple sutures remained attached to the sewing ring around leaflet 2. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and d6.

Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted four (4) years and nine (9) months, was explanted due to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The main surgical procedure at this time was mitral valvuloplasty and tricuspid annuloplasty, however, the blood clots on the leaflet corresponds to noncoronary cusp was suspected, pannus was formed on the outflow side of the sewing ring and restriction of leaflet motion was observed, and also the mean aortic pressure gradient was 40mmhg, the aortic valve was also replaced prophylactically. The surgeon commented that it was moderate aortic stenosis and the obtained values are as follows: max pressure gradient: 55mmhg, mean pressure gradient: 30mmhg, effective orifice area (eoa): 1.08. The device was replaced with a 19mm non-edwards valve with no adverse events reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgical procedure: mitral valvuloplasty, tricuspid annuloplasty and maze surgery at explant.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided.

Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted approximately five (5) years , was explanted due to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The main surgical procedure at this time was mitral valvuloplasty and tricuspid annuloplasty, however, the blood clots on the leaflet corresponds to noncoronary cusp was suspected, and pannus was formed on the outflow side of the sewing ring, and also the mean aortic pressure gradient was 40mmhg, the aortic valve was also replaced prophylactically. The device was replaced with a 19mm non-edwards valve with no adverse events reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgical procedure: mitral valvuloplasty and tricuspid annuloplasty at explant.